Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the usb cable was missing from the meter packaging. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The customer was sent a replacement cable.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation because the malfunction was that product was missing from the packaging. If lifescan obtains additional information related to this issue, we will submit a supplemental report.